Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly reset. Customer was able to successfully reload the cartridge onto the pump. In addition, it was reported that the customer had elevated blood glucose (bg) levels (327 mg/dl). The cause for the reported elevated bg levels was unknown. Customer reported a bolus will be delivered to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.